Event description:
As reported, left radial approach was used for a 12 cm right iliac chronic total occlusion (cto). A 6-7fr non-cordis sheath and a non-cordis guiding catheter were used with a hemostatic valve. The cto was crossed with non-cordis guidewire and non-cordis hydrophilic gudewire, and after ivus, pre-dilatation was performed with saberx 3 mm 4 cm, followed by use of a 7x10 smart radianz. The device was removed without any resistance, but when attempting to approach with the post dilation balloon, it was confirmed that the distal tip of the smart radianz remained behind. It is presumed to have remained inside the guiding catheter. Retrieval was attempted, but because it was difficult, the distal tip was pushed into a branch of the dfa. An additional 8x4 smart radianz was implanted and the procedure was completed. Finally, when the doctor was interviewed, there had been no resistance during insertion or removal, but before insertion the distal tip had been separated by about 5 mm more than usual. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern with a grey background was clearly visible. The product was inspected and prepared according to the IFU. Other than the distal tip already being separated prior to use, no other anomaly with the device was reported. When removed from the tray, the stent remained constrained within the outer member/non-cordis sheath. No difficulty was encountered flushing the stent delivery system (sds). The target lesion vessel diameter was 6 mm, and the diameter of the unconstrained stent was confirmed to be 1 to 2 mm larger than the vessel diameter. The target lesion vessel length was 12 cm, and the target lesion had 100% stenosis. No lesion calcification was reported, and moderate vessel tortuosity was noted. The sds did not pass through any acute bends, and no unusual force was used at any time during the procedure. The locking pin was removed before attempting to deploy the smart control stent, and the handle of the smart control sds was held flat and straight outside the patient in accordance with the IFU. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.